Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. There was no reported impact to customer's blood glucose level. The customer declined troubleshooting with tandem technical support, or to provide additional information regarding the issue.